Event description:
During a shoulder surgery performed on (B)(6) 2018, while the surgeon was drilling patient's glenoid bone, it was noticed that the glenoid drill code 9013.75.130 lot# 16ab085 was blunt. Eventually, surgeon completed the procedure using the affected instrument as no alternative was available. This issue caused only 1 minute of prolonged surgery time due to the intermittent drilling necessary to avoid overheating of the glenoid. According to the info provided, normal saline irrigation was also used during the surgery to avoid glenoid bone overheating. The anterior aspect of the glenoid got fractured. Estimated number of uses of the glenoid drill involved is unknown. Event occurred in australia.

Manufacturer narrative:
Check of the DHR: by checking the manufacturing charts of the involved lot#, no pre-existing anomaly was found on a total of 29 glenoid drill manufactured with the same lot#. No other complaints received on the same lot#. Instrument analysis: the affected glenoid drill was received in lima corporate and visually examined. The drill appeared to be not enough sharp due to repeated use over time (it is a reusable instrument manufactured in 2016). Conclusion: based on the check of the manufacturing chart and by considering the visual analysis of the instrument, we can conclude that the event is due to the repeated uses of the instrument over time (normal instrument wear). Pms data: we are aware of only 2 complaints due to intra-operative issue in reaming the glenoid bone on a total of 489 smr glenoid drills placed on the market, giving an occurrence rate of 0.4%. Please consider that occurrence rate is overestimated because it was not possible to consider the real number of uses of the smr glenoid drills (reusable instruments) placed on the market. No corrective actions planned for this case. Lima corporate will keep monitored the market.

Manufacturer narrative:
By checking the manufacturing charts of the involved lot# (16ab085), no pre-existing anomaly was found. This is the first and only complaint received on this lot#. We will proceed with further investigations and submit a final MDR once concluded.

Event description:
During surgery performed on (B)(6) 2018, while the surgeon was drilling patient's glenoid bone, he noted that the glenoid drill (code 9013.75.130 lot# 16ab085) was blunt. However, he completed the procedure using the affected instrument. This issue caused 1 minute of prolonged surgery time due to the intermittent drilling necessary to avoid the overheating of the glenoid. According to the info provided, the anterior aspect of the glenoid got fractured. Event happened in (B)(6).